Event description:
Left cotton residue in me- vagina [foreign body in reproductive tract]. Tampon cotton came apart [device breakage]. When removing a tampon the cotton came apart inside me [complication of device removal]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that cotton came apart during tampon removal. No serious injury reported.